Manufacturer narrative:
Batch review performed on 13 december 2018. Lot 115072: (B)(4) items manufactured and released on 14 february 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on december 13, 2018. Hip revision surgery occurred 6, 5 years after cementless total hip arthroplasty in a (B)(6) year old woman. Radiographic image provided shows the presence of radiolucent lines in gruen zone 1 and 7 and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible, literature described mid-term adverse event after cementless hip replacements and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed 6 years and 6 months after primary surgery due to unsealing. The reason of unsealing is unknown. The stem was analyzed and no infection was found.